Event description:
It was reported that the ipg was non-functional. The patient quit using the device as they no longer had the peripherals to utilize. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted. The patient was doing well postoperatively. No device malfunction suspected. The explanted device was discarded by the facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred two to three years ago.